Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose readings were reported. It was stated that the customer experienced a stroke and high blood glucose prior to the hospitalization. The customer was in the hospital at the time of the call and could not do any troubleshooting.